Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# v723674, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type :lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3987a60, lot# n370332, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer¿s representative (rep) reported after the previously reported issues of lead erosion and the lead being ¿clipped¿ off by a plastic surgeon, the consumer was set up for a lead revision which was performed on (B)(6) 2016. The remainder of the left lead that was ¿clipped¿ was removed and replaced with a different lead. The consumer¿s other left lead was also replaced and a new implantable neurostimulator (ins) was added to the right subclavicular area. The existing right leads stayed in place and remained connected to the current ins in the left subclavicular area. At the post-operative visit on (B)(6), the new ins site and occipital incision were red and inflamed so the consumer was put on oral kelfex. The consumer returned to the clinic on (B)(6) with an advanced infection, and was admitted to the hospital and placed on IV antibiotics. On (B)(6) both systems were entirely removed and discarded. Following this the issue was resolved. Relevant medical history includes non-malignant pain and cervical/neck. See manufacturer reports #6000153-2016-00389 and #6000153-2016-00390.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.